Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released as it remained in the shaft. The deployment lever showed no issues, and although the deployment button initially met resistance, it could be fully depressed when the window showed black. There was no reported patient injury. There was no difficulty when connecting the exoseal vascular closure device (vcd) with the sheath. No resistance or sheath deformation occurred, and the introducer engaged and locked properly with an audible click. Pulsatile flow was observed, and the exoseal vcd and introducer were retracted together until the flow slowed and the indicator window turned black. No red coloration was observed, and the components remained securely locked. The operator was trained, and the exoseal vcd was used during an interventional procedure with a retrograde approach, following instructions for use. No device or package damage was noted before use. A non-cordis sheath was used. Angiography confirmed appropriate femoral artery conditions, including suitable insertion angle and vessel diameter, with no calcium, plaque, stenosis, nearby stent, prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was received in the locked position. The plug was partially deployed, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. During this visual analysis, no additional anomalies were observed. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result was within specification. A deployment simulation evaluation was performed. The device was opened to manually achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. The black/white/red position in the indicator window was also obtained as expected. No anomalies were observed during this test, confirming that the deployment lever operated smoothly and as intended. A high-magnification microscopic evaluation was performed to assess the internal mechanics. During this analysis, no abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18461552 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty unable¿ and ¿deployment lever (button) actuation difficulty¿, were not observed through analysis of the device returned as the deployment lever was able to be fully depressed and the plug fully deployed with no issues noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine exactly what factors may have contributed to the reported deployment difficulty of the plug since the device was received in a condition that does not match the event description provided. Additionally, as the indicator wire was received retracted and the device was received in a partially actioned state, testing of the device deployment within the handle was performed and it was able to be completely deployed during functional analysis. User-related factors (user error) may have likely been a contributing factor to the reported event as the deployment lever was received partially depressed and the plug partially deployed. Additionally, an 8f sheath was returned inserted into the 7f exoseal vcd. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. As warned in the IFU, which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released as it remained in the shaft. The deployment lever showed no issues, and although the deployment button initially met resistance, it could be fully depressed when the window showed black. There was no reported patient injury. There was no difficulty when connecting the exoseal vascular closure device (vcd) with the sheath. No resistance or sheath deformation occurred, and the introducer engaged and locked properly with an audible click. Pulsatile flow was observed, and the exoseal vcd and introducer were retracted together until the flow slowed and the indicator window turned black. No red coloration was observed, and the components remained securely locked. The operator was trained, and the exoseal vcd was used during an interventional procedure with a retrograde approach, following instructions for use. No device or package damage was noted before use. A non-cordis sheath was used. Angiography confirmed appropriate femoral artery conditions, including suitable insertion angle and vessel diameter, with no calcium, plaque, stenosis, nearby stent, prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released as it remained in the shaft. The deployment lever showed no issues, and although the deployment button initially met resistance, it could be fully depressed when the window showed black. There was no reported patient injury. There was no difficulty when connecting the exoseal vascular closure device (vcd) with the sheath. No resistance or sheath deformation occurred, and the introducer engaged and locked properly with an audible click. Pulsatile flow was observed, and the exoseal vcd and introducer were retracted together until the flow slowed and the indicator window turned black. No red coloration was observed, and the components remained securely locked. The operator was trained, and the exoseal vcd was used during an interventional procedure with a retrograde approach, following instructions for use. No device or package damage was noted before use. A non-cordis sheath was used. Angiography confirmed appropriate femoral artery conditions, including suitable insertion angle and vessel diameter, with no calcium, plaque, stenosis, nearby stent, prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18461552 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty unable¿ and ¿deployment lever (button) actuation difficulty¿, could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.